Event description:
Inbound. Daughter stated cadd legacy pump alarming no disposable with remodulin cassette. Stated pump had alarmed earlier this morning and after troubleshooting, the remodulin restarted using same cassette. Using same pump and cassette, remodulin restarted. Serial number (B)(4) two other cadd legacy pump battery doors would not open. Serial numbers (B)(4) and (B)(4), pt reports fatigue; not feeling well and scared. No further details provided.